Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Model #: unk. Implant date: unk. Explant date: unk. PMA/510k: this product is not marketed in the us. Device manufacture date : unk. Claim#: (B)(4).

Event description:
An article published in journal of refractive surgery was received on (B)(6) 2021, entitled 'visual and refractive outcomes with the eyecryl phakic toric iol versus the visioan toric implantable collamer lns: results of a 2-year prospective comparative study.' The article states that ticl group: 1 eye required realignment for significant rotation at rotated again after 2 months. Ticl was slightly undersized with a vault of 180. Exchange to on-size larger was recommended, however patient opted to wear glasses for residual rx. Both eyes of anther patient required lens exchange for a smaller size due to hegh vault at 3 months post-op. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.